Event description:
I had breast implants placed under the muscle on (B)(6) 2014 by dr. (B)(6). Implants were natrelle mf-210255, serial #(B)(4) on right breast, serial #(B)(4) on the left breast. On (B)(6) 2016, I noticed a pain under my right breast that got progressively worse and an induration grew bigger as days passed. On (B)(6) 2016, first appointment with dr. (B)(6). On (B)(6), had MRI at (B)(6) that showed pocket of fluid posterior and inferior of right breast implant, no rupture noted. On (B)(6) 2016, had appointment with primary care dr. (B)(6) for same issue. On (B)(6) 2016 started 10 day course of augmentin. On (B)(6), had appointment with dr. (B)(6) again and consulted with dr. (B)(6) from infectious diseases due to redness, induration, and pain under right breast. On (B)(6), had ultrasound guided needle aspiration to remove pus by dr. (B)(6) at (B)(6), specimen sent for routine culture and blood work done at (B)(6); and started bactrim antibiotic. Stopped taking bactrim on (B)(6) due to migraines. On (B)(6) had consultation with dr. (B)(6) for implant removal, but I did not like his demeanor. On (B)(6) had both breast implants removed by dr. (B)(6) at his office. Again, pus was removed and sent to (B)(6) hospital lab for afb smear and culture. Started clindamycin immediately after surgery for 2 days. Had post-op jp drain for 2 days. On (B)(6) serosanguinous fluid was leaking from two tiny holes from right breast incision that had already closed up. On (B)(6) dr. (B)(6) cut open right breast incision and wound packing started that day. On (B)(6) afb culture identified mycobacterium xenopi. My right breast incision is still open and scant amount of yellow/green pus is noted on the packing that is changed daily. Left breast incision has been completely healed since 1 week post-op. I only had 101 f fever of the us needle aspiration ((B)(6) 2016). No other systemic symptoms noted. I have pictures if needed.